Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. Unable to verify the motor error alarm due to no button response. The motor passed the motor test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm and no delivery alarm. The blood glucose at the time of the incident was 180 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.